Manufacturer narrative:
Attempts have been made to obtain the product. Masimo was informed that the device will not be returned. The customer indicated that they had repaired the device themselves and the issue has been resolved. The customer confirmed that the unit is functioning as designed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device will not stay powered on with battery power. If unplugged, the device shuts off. The unit was able to engage in monitoring activities. No known impact or consequence to patient.